Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of damaged black power cable was confirmed with the provided reference photo. The provided reference photo captured a tear on the outer jacket of the black power cable with visible underlying wires. This led to the system controller being exchanged. Additional information communicated that the system controller will not be returning, and the log files were not retrieved from the system controller. A root cause that led to the damage could not be determined through this evaluation. Review of device history records indicated the device was manufactured in accordance to manufacturing and quality assurance specifications. Heartmate 3 patient handbook rev g, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. This includes backup battery fault alarms. Backup battery fault alarm. ¿call your hospital contact as soon as possible for diagnosis and instructions.¿ under section 2, how your heart pump works, covers replacing the running system controller with a backup controller. Also, important warning information associated with the system controller exchange. Warns users ¿failure to connect to a running system controller may result in serious injury or death.¿ cautions users to ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital.¿ also under this section, ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Heartmate 3 instructions for use (IFU) rev g, under section d, safety checklists, replace any equipment or system component that appears damaged or worn. Under section 2, system operations, covers replacing the running system controller with a backup controller. Also, important warning information associated with the system controller exchange. Cautions users to ¿ensure that the patients understand the need for having a caregiver present during system controller exchange and that all labeling instructions are followed, including calling the hospital contact.¿ no further information was provided. The manufacturer is closing the file on this event.¿

Manufacturer narrative:
Section d1 brand name: corrected. Section d3 manufacturer information: additional information. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. Section g1 contact office: additional information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was seen in clinic with damage to the protective sheath of the black power cable on their primary system controller. It was subsequently replaced with their backup system controller.